Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was removed and replaced in a secondary procedure due to unexpected post operative refractive error. It was stated that the patient is doing well and had great results after the implant was exchanged. No additional information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol had surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification was performed and found to be within specifications. Batch records were reviewed and found that all process operations were in compliance. All tests results showed a pass condition. No quantity issue was detected. No discrepancy or nonconformance was found. All pertinent information available to the manufacturer has been submitted.